Event description:
This case was initially received via regulatory authority ansm (reference number: (B)(4)) on 08-aug-2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pain") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 8 months 1 day after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("strong fatigue"), dizziness ("dizziness"), anxiety ("significant anxiety"), headache ("strong headaches"), sinusitis ("sinusitis"), loss of libido ("lack of libido"), self esteem decreased ("lack of self-confidence"), migraine with aura ("ophthalmic migraines") and feeling cold ("was always cold"). The patient will be treated with surgery (intervention for removal was scheduled for (B)(6) 2017). Essure treatment was not changed. At the time of the report, the pelvic pain, fatigue, dizziness, anxiety, headache, sinusitis, loss of libido, self esteem decreased, migraine with aura and feeling cold outcome was unknown. The reporter provided no causality assessment for anxiety, dizziness, fatigue, feeling cold, headache, loss of libido, migraine with aura, pelvic pain, self esteem decreased and sinusitis with essure. The reporter commented: despite numerous treatments, none of them was relieving her. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 14-aug-2017 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed 3455 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority ansm reference number: (B)(4) on 08-aug-2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pain") in a 49-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 8 months 1 day after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("strong fatigue"), dizziness ("dizziness"), anxiety ("significant anxiety"), headache ("strong headaches"), sinusitis ("sinusitis"), loss of libido ("lack of libido"), self esteem decreased ("lack of self-confidence"), migraine with aura ("ophthalmic migraines") and feeling cold ("was always cold"). The patient will be treated with surgery (intervention for removal was scheduled for (B)(6) 2017). Essure treatment was not changed. At the time of the report, the pelvic pain, fatigue, dizziness, anxiety, headache, sinusitis, loss of libido, self esteem decreased, migraine with aura and feeling cold outcome was unknown. The reporter provided no causality assessment for anxiety, dizziness, fatigue, feeling cold, headache, loss of libido, migraine with aura, pelvic pain, self esteem decreased and sinusitis with essure. The reporter commented: despite numerous treatments, none of them was relieving her. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 56 kgs. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) ) on 08-aug-2017. The most recent information was received on 28-mar-2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pain') in a 49-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On 23-oct-2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("strong fatigue"), dizziness ("dizziness"), anxiety ("significant anxiety"), headache ("strong headaches"), sinusitis ("sinusitis"), loss of libido ("lack of libido"), self esteem decreased ("lack of self-confidence"), migraine with aura ("ophthalmic migraines") and feeling cold ("was always cold"), 8 months 1 day after insertion of essure. The patient was treated with surgery (intervention for removal was scheduled for (B)(6) 2017). Essure treatment was not changed. At the time of the report, the pelvic pain, fatigue, dizziness, anxiety, headache, sinusitis, loss of libido, self esteem decreased, migraine with aura and feeling cold outcome was unknown. The reporter provided no causality assessment for anxiety, dizziness, fatigue, feeling cold, headache, loss of libido, migraine with aura, pelvic pain, self esteem decreased and sinusitis with essure. The reporter commented: despite numerous treatments, none of them was relieving her. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 56 kgs. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 28-mar-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.